Event description:
Customer reported a current low blood glucose (bg) level, with the specific value displayed as "low"; however, specific value was not provided, and the cause of the low level was unknown. The customer had not addressed the bg at the time of report.